Event description:
A patient was involved in mvc on (B)(6) 2011 and suffered segmental femur fracture. The patient was implanted with lefn. X-rays taken post operative on an unknown date revealed non-union of fracture and the two distal screws were broken. The surgeon removed the femur nail and four screws and revised patient to a larger diameter nail. This report is #4 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.